Event description:
The user reported there is a small hole in the clear film material of the package causing a breach in the sterile barrier. This was discovered at prep and the kit was not used on pt.

Manufacturer narrative:
No device is expected to be returned for investigation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and an additional follow up submitted.